Manufacturer narrative:
The customer's reported complaint of the autopulse platform displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message and the drive shaft hard to rotate to the home position was confirmed during initial functional testing and archive data review. The encoder drive shaft clutch plate is difficult to rotate, exhibits binding and resistance due to the age of the platform. The sticky clutch plate was deburred to address the issue. The autopulse platform passed functional test after drive shaft was rotated to the home position. Visual inspection was performed and found damaged front and bottom enclosures, damaged top cover and bent battery lock, unrelated to the reported complaint. The front and bottom enclosures, top cover and bent battery lock were replaced to address the issue. The autopulse platform is a reusable device and was manufactured in may 2007 and is 11 years old, well beyond the expected service life of five years. Therefore, this type of physical damage is characteristic of normal wear and tear for the life of the device. Following the service and repair, the autopulse was tested functionally and passed successfully with no issue or faults observed. The archive data review indicated multiple error message (ua) 45 on the reported event date. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for the autopulse with serial number (B)(4). Ccr 583, reported on (B)(6) 2008. The ua 45 error was cleared by zoll representative at the customer's site.

Event description:
As reported, during shift check, the autopulse platform displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message. According to the customer, the main shaft does not rotate smoothly, happened after they cut the lifeband and tried to rotate the shaft to a "home" position. The shaft did not move at all and was stuck. No patient involvement in this issue.